Event description:
The device alarmed "blood leak" on two occasions. On 5/10/94, the pt involved lost 300 to 400 cc of blood. The second event involved a different pt. No other details are available on this pt at this time. No medical intervention was necessary for either pt. The rptr stated that an internal blood leak was noted within the filter. A similar incident was reported in the past.